Event description:
The patient reported that the lcd display on her device was blank. Upon further investigation of her device, the patient noticed that her cartridge was cracked and insulin pooled inside the device. The patient checked her blood glucose level and it was elevated to (700 mg/dl).to bring her blood glucose level down the patient administered an insulin injection.the patient also stated that she was positive for ketoacidosis.